Event description:
Intraoperatively the cartouche broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: the complaint is: intraoperatively the cartouche broke. The same product error happened two weeks after this initial instance and has been investigated and logged under . Please refer to this complaint for full investigation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.